Event description:
Film review analysis: review of several still cta's from 1-week following implant revealed that the proximal stent graft was positioned in the ascending thoracic aorta. There was a proximal type I endoleak. The proximal device appeared to have at least one of the proximal closed web stents deployed non-parallel. The cause of the proximal type I endoleak and non-parallel opening is uncertain. Images during implant were not provided. It is likely that these events were due to implanting in zone 0, insufficient proximal neck, and implanting a closed web stent graft as a proximal device.

Manufacturer narrative:
(B)(4). Results: occlusion, endoleak. Anatomy related; no proximal neck length. Implanting in zone zero. Conclusion: occlusion, endoleak. Implanting in zone zero. Anatomy related; no proximal neck length.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in zone zero for the endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. Revascularization of the brachiocephalic, left common carotid artery and the left subclavian artery was done during the index procedure. The length of proximal neck was 0 mm, diameter of proximal aortic neck was 36 mm, diameter of distal aortic neck was 28 mm, and minimum diameter of main access vessel was 8 mm. It was reported that eight days after index procedure, a CT with contrast noted a proximal type I endoleak. The proximal endoleak was seen in the concavity ¿ malapposition of proximal stent graft. There was no reported intervention or action taken. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. The investigator's assessment was updated from not related to the study device; however, was related to the study procedure to both device and procedure related. It was also noted that a diagnostic procedure was done.

Event description:
The proximal type I endoleak is continuing. The patient has haemoptysis most likely due to bronchial fistula linked to aneurysm volume increase. The investigator assessment states that the event is not related to the study device; however, it is related to the study procedure. The patient refused any additional intervention.

Manufacturer narrative:
(B)(4).